Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that emphasys offset handle appeared to cross thread and became hard to disengage after the cup was implanted. Had to use a freer as a tommy bar with the "pumpkin head" screw driver to disengage and then reimplanted. No harm to the patient during the case. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis found that the emsys ace imp curved was returned disengaged and has the threaded tip cross-threaded. The observed condition of the device is consistent with a component failure that was caused by exposure to unintended forces like overtightening the device while assemblance; or by assembling the device in a misaligned position. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. A functional test was not performed as the mating device was not returned for evaluation, however, due to the observed condition of the returned device, it was not unreasonable to conclude that it would present a difficulty at disassembling. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the emsys ace imp curved would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3.

Event description:
It was reported that emphasis offset handle appeared to cross thread and became hard to disengage after the cup was implanted. A freer as a tommy bar with the "pumpkin head" screw driver was use to disengage and then reimplanted. No harm to the patient during the case.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.